Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set fell off events during use since 15-mar-2024. The infusion set was in use for 6-36 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 2